Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This issue was discovered prior to patient use. The device was filled with 0.9% normal saline plus fluorouracil with a total volume of 240ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured april 26, 2022 - april 27, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph observed fluid inside the bladder which suggested a no flow issue may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.